Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted and replaced after exhibiting signs of premature battery depletion following a recall warranty. No further information is available.

Manufacturer narrative:
The device was returned for premature depletion and the field event was not confirmed. The device was found to be within estimated longevity. Bench testing found device to be normal.